Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The alarm woke the customer up. He was not wearing his insulin pump and was on manual injections. Removing the battery did not fix the issue. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.